Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, the patient experienced a poor performance with the device subsequent to a tip foldover and migration of electrodes. Scar tissue was found within the inner ear. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with a new device during the same surgery.